Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was recently taken to the emergency room due to diabetic ketoacidosis. Blood glucose level at the time of the incident was over 600 mg/dl. The customer's mother stated that the customer was treated and released. Customer's mother also reported that the customer was wearing the insulin pump at the time of the emergency room visit. Caller also reported that the device had a blank display. Blood glucose level at the time of the incident was 203 mg/dl. The insulin pump was not replaced or returned for analysis.